Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Root cause of breakage is unk. An electrode from the same box, same lot was tested with a hypot tester and no problem found. Facility reported no injuries to pt or staff. No similar complaints on this specific product , lot or from this customer in the last three yrs. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional info is received, we will provide FDA with f/u info.

Event description:
During procedure loop came off inside of pts uterus. Doctor took note of this but was unable to retrieve it. Facility was unable to determine if it came out with the fluids or if it remained in the pt.